Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety needle. The customer states that the product will not close and the needle keeps popping out. The customer reports immunizations were being performed. The needle was used on a patient and following use the safety shield would not lock into place. The thumb activation method was used. The customer reports the shield did not latch properly. After use it would feel like it was latched but would open back up exposing the needle.

Manufacturer narrative:
A lot number was not provided with the complaint. A review of lot history records is not possible without a lot number. Maintenance records (both corrective and preventive) and calibration records could not be reviewed without a lot number and process monitoring data could not be reviewed without a lot number. There were no samples submitted with this complaint. The issues reported by the customer could not be confirmed. The complaint shall be reopened if a sample is received in the future. The exact root cause of the issues reported by the customer could not be determined without an actual sample to examine. The most likely root cause of the shield issue was misorientation of the shields at the loading station, resulting in the open locking tab side of the shield being exposed to the pick-up fingers of the loader. As the loader cycled down, one of the fingers struck the tab and damaged it. The shield then recycled into the feeding system and was eventually loaded onto the machine. Prior to a lot release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, inspectors routinely examine a statistical sample both physically and visually. Shield activation tests are performed on samples from each lot. The assembly machine and manufacturing date cannot be identified when the lot number is unknown. However, the two most likely assembly machines had the pick-up fingers of the shield loading station shortened so that they cannot contact the locking tab if the shield becomes misoriented on the track. The pick-up fingers were replaced. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date: 12/04/2014. An investigation is currently underway, upon completion the results will be forwarded.